Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected (pump error 25). The customer¿s blood glucose level was 7.2mmol/l at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error due to moisture damage on all electronic assemblies. Unit was received with intermittent low battery alerts and failed battery alarms during currents testing due to moisture damage on all electronic assemblies. Unit was received with corrosion on force sensor assembly, moisture damage on motor assembly and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.